Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited high capture threshold. Chest x-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced successfully. The patient was doing well post operation and would continue to be monitored with routine follow up.